Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube, cracked battery tube threads and minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, followed by failed battery test, and the keypad was unresponsive. Customer's blood glucose was 166 mg/dl. The insulin pump had been exposed to sweat. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.